Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received, from a company representative via a healthcare provider (hcp). Regarding a patient, receiving unknown intrathecal medication. At unknown concentration/dose via an implantable pump. For unknown indication for use. It was reported, that the pump was sitting low and patient wanted it moved higher. Patient reported, losing approximately 100lbs. Actions/interventions that were taken to resolve the issue included the pocket being moved up to a higher location. The issue was resolved at the time of the report with patient's status being "alive-no injury". The patient's weight and medical history were asked, but made unknown.